Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles observed in the infusion set tubing. The customer's blood glucose level was 147 mg/dl. Reportedly, a new cartridge was successfully loaded, no air bubbles were observed, and insulin delivery was resumed.